Event description:
Reference MDR #1036844-2010-00201 for the first event involving the same patient. It was reported that the rn spoke to the sales representative asking the following: "the sterile sleeve was filled with fluid, is there a limit to the amount of fluid you could inject or was it possible that the sterile sleeve had not been properly attached?" The sales representative phoned the clinical marketing manager, was told that "there was no limit" and passed this information on to the rn.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.